Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had fractured. No patient symptoms were reported. The lead had exhibited noise and capture anomalies. It was explanted and replaced.